Event description:
Patient reported, right side "might be deflated". Later, healthcare provider reported, a right side exchange with no complaint against the device. Healthcare provider, additionally reported, "observations made, during surgery" of "hole, non-specific" and that damage was caused by explant in that "small hole cute to drain fluid". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation/use error: observed an opening assessed as surgical damage. Visibility/palpability: unable to observe. Pain-ndr: unable to observe. As per the investigation procedure, creases were completed and none of the observations were found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported right side "might be deflated." Later healthcare provider reported a right side exchange with no complaint against the device. Healthcare provider additionally reported "observations made during surgery" of "hole, non-specific" and that damage was caused by explant in that "small hole cute to drain fluid." The device has been explanted.